Event description:
Event description boston scientific received information that this right ventricular lead had become dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were noted.